Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6), 2007. According to the complainant, the patient experienced severe dyspareunia, infections and pelvic pain which eventually were identified to be symptoms of mesh erosion and bladder perforation. All other information, including the patient's current condition, is unknown and reportedly unavailable.